Event description:
It was reported that device stuck onto guidewire. A 3.00 x 32 synergy stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure. During procedure, as soon as stent was placed in the occluded area, it got stuck with the wire and the stent was not moving from the wire. Consequently, both the wire and stent were taken out from the patient. Procedure was completed using another device and there were no complications to patient.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the synergy 3.00 x 32mm stent delivery system (sds), batch # 30272741 device. The device was returned attached to a guidewire which could be removed after soaking in the water bath at 37 degrees. Visual, tactile and microscopic analysis was performed on the device. The inner lumen was bunched 8cm from the distal tip of the device. No other device issues were identified during returned product analysis. Device analysis confirmed the reported allegation of device stuck onto guidewire.

Event description:
It was reported that device stuck onto guidewire. A 3.00 x 32 synergy stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure. During procedure, as soon as stent was placed in the occluded area, it got stuck with the wire and the stent was not moving from the wire. Consequently, both the wire and stent were taken out from the patient. Procedure was completed using another device and there were no complications to patient.